Manufacturer narrative:
No device is being returned for eval.

Event description:
Sales rep. Reported that the dr was using the fast-fix for meniscal repair. He had two of the curved fast-fix devices that he put in that broke in the same area of the suture. It is unk at this time if the knots were able to be tightened prior to the suture breaking securing the t's or it the suture needed to be removed ultimately leaving the t's in the knee unsupported.